Manufacturer narrative:
Additional info: device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer's photograph was evaluated. The photo shows an eye being implanted with a lens claimed to be a tecnis eyhance iol with simplicity delivery system model dib00. The image shows the anterior chamber of the eye with the ia (irrigate and aspirate) handpiece in; the lens shows a crack-like mark located in the lens mid periphery. Due to the mark location, it is possible to cause visual issues/disturbances in the event the lens remains implanted; however, a definitive clinical impact cannot be determined from a picture assessment. The root cause of the reported event cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was found scratched after implantation of the lens in the patient's left eye. There was no vitrectomy, suture, or incision enlargement required. The patient status was reported as unknown. Through follow up, it was learned that the lens will not be explanted as there is no impact to the patient's visual acuity. The lens remains implanted. The product is not available for return. No further information was provided.

Manufacturer narrative:
Section a4, a5: unknown/asked but not provided. Section d6a: if implanted; give date: unknown/not provided. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.